Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a b40 complete video/image failure. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Corrected fields: d9 the customer's complaint of b40 complete video/image failure was not confirmed.    A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured.   Based on the results of the investigation and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined.   Three good faith attempts were made to obtain additional information, but no response was received from the customer.    Olympus will continue to monitor the field performance of this device.